Event description:
Customer reported that the monitor is dark and the data cannot be read well. Reportedly, the display shows normal vertical lines, reduced visibility of menus. The customer reported there was no patient involvement.